Event description:
Revision surgery performed on (B)(6) 2025, due to disassembly of components. Baseplate and glenoid peg seemed to have disassociated, 5 months after surgery (exact date of the previous surgery is unknown). Patient was experiencing pain. The following component was removed and replaced with new one: smr glenoid baseplate standard (part code 1375.15.610, lot number 2218374, sterilization (B)(6)). During revision surgery, the following reverse components were implanted as well: smr connector + screw small/std (part code 1374.15.310, lot number 2127512, sterilization (B)(6). Smr glenosphere dia. 40mm (part code 1374.09.121, lot number 2500906, sterilization (B)(6)) smr reverse liner (part code 1365.50.815, lot number 23at488, sterilization (B)(6)). The patient is a male, date of birth (B)(6) 1957. The event happened in the united states.

Manufacturer narrative:
Investigation: checking the manufacturing charts of the component involved in this event, no pre-existing anomaly was found out in the (B)(4) items belonging to the lot number 2218374. This is the first and only complaint received on this lot number. The manufacturer tried to ask for additional information about the part code and lot number of the peg disassociated, but without success. Therefore we cannot further investigate the event, in particular with the aim of excluding any off-label use; according to the labelling of the smr glenoid baseplate standard with part code 1375.15.610, this component is allowed to be coupled only with pegs with specific part codes, but we do not know if the part code of the peg disassociated is included in the allowed combination or not. Thus, based on the available information: no pre-existing anomaly was found by checking the manufacturing charts of the baseplate involved in this adverse event. We did not receive any further information on the peg. We have no evidence to consider the event as product-related. Pms data: according to pms data, revision rate of smr glenoid baseplate, belonging to the family codes 1375.15.605/610/620, due to loosening/disassembly with the peg is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Revision surgery performed on (B)(6) 2025, due to disassembly of components. Baseplate and glenoid peg seemed to have disassociated, 5 months after surgery (exact date of the previous surgery is unknown). Patient was experiencing pain. The following component was removed and replaced with new one: smr glenoid baseplate standard (part code 1375.15.610, lot number 2218374, sterilization (B)(4). During revision surgery, the following reverse components were implanted as well: smr connector + screw small/std (part code 1374.15.310, lot number 2127512, sterilization (B)(4), smr glenosphere dia. 40mm (part code 1374.09.121, lot number 2500906, sterilization (B)(4). Smr reverse liner (part code 1365.50.815, lot number 23at488, sterilization (B)(4). The patient is a male, date of birth (B)(6)1957. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the component involved in this event, no pre-existing anomaly was found out in the (B)(4) items belonging to the lot number 2218374. The manufacturer will submit a final MDR as soon as the investigation is complete.